Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When dr. (B)(6) removed the acetabular checkpoint, the head of the 3.5mm hex impaction broke off. Dr. (B)(6) was able to extract the length portion of the impaction with a high speed burr and rongeur. No other issues or adverse outcomes occurred during the case. Case type: tha. Surgical delay: =15 minutes.

Event description:
When dr. (B)(6) removed the acetabular checkpoint, the head of the 3.5mm hex impaction broke off. Dr. (B)(6) was able to extract the length portion of the impaction with a high speed burr and rongeur. No other issues or adverse outcomes occurred during the case. Case type: tha. Surgical delay: =15 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. It was reported that when dr. Removed the acetabular checkpoint, the head of the 3.5mm hex impaction broke off. Dr. Was able to extract the length portion of the impaction with a high speed burr and rongeur. No other issues or adverse outcomes occurred during the case. Product evaluation and results: as per attached picture the alleged failure mode was confirmed as the provided picture shows that the device was broken. Product history review: review of the product history records indicate 1600 devices were manufactured under lot no w60750-1 and accepted into final stock on 10/31/2018 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 111653, lot w60750-1 shows 4 additional complaints related to the failure in this investigation. Pr: (B)(4). Conclusions: the alleged failure mode was confirmed as the provided picture shows that the device was broken. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text : not returned.